Manufacturer narrative:
Additional information: section d4 (device expiry date) has been updated based on the returned product download. Sensor (B)(6)was returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Performed visual inspection of the sensor plug assembly and no failure modes were observed. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both out of specification indicating the sensor was providing inaccurate glucose readings. An extended investigation has been performed on the returned product. Performed a visual inspection on the returned sensor and did not find any issues. A sim vivo test (simulation of the electrical signal produced by the freestyle libre sensor) was performed, but the test failed due to a very high poise voltage reading. This indicates a possible failure of the afe (analog front end) or the central processing unit (cpu). Mix match testing was performed to determine the cause of the reported issue. Replaced the capacitors on the afe, but the poise voltage still measured high. Since the afe components on the pcba (printed circuit board assembly) did not appear to have any issues, the cpu was determined to be faulty. Therefore, the issue is confirmed due to a faulty cpu. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: section d4 (UDI) has been updated. Further investigation has been performed for sensor (B)(6) was returned and investigated. The sensor plug was properly seated, and no physical damage is observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. An extended investigation has also been performed. Successful accuracy testing was performed, which indicates their are no issues with the sensor pucks electronics. Poise voltage measured high which, indicates a possible failure of the analog front end (afe) or the application specific integrated circuit (asic). Examined and measured the printed circuit board assembly (pcba) using digital multimeter (dmm) to detect any abnormalities such as open circuits, short circuits, or damage, and no issues were found. The asic solder was then reflowed to fix any potential bad solder joints on the chip. However, poise voltage test failed again. Replaced the capacitors on the afe, no changes in the poise readings were observed. Since the afe components on the pcba all measured within the specified reading range, the asic was determined to be faulty. Therefore, this issue is confirmed faulty asic. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.